Event description:
Per provider, the unit is alarming with low o2. Indication is that ieve bed filters (bottom) are not seated properly allowing sieve material to become pulverized and bypass filter. (B)(4).

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated (blown), filling the cabinet with sieve material causing the unit to alarm with low o2, which confirmed the original complaint issue.

Event description:
Per provider, the unit is alarming with low o2. Indication is that sieve bed filters (bottom) are not seated properly allowing sieve material to become pulverized and bypass filter. (B)(4).